Event description:
Patient had the access port inserted under monitored anesthesia. The device had good aspiration, it flushed properly, and a chest x-ray and fluoroscopy showed the device to be in proper position. A day or two later the site became swollen and red from a chemotherapy treatment. Under fluoroscopy, eight days later, it was discovered that the device was leaking at the proximal port. The patient was returned to surgery and the device was removed under monitored anesthesia. Six days later, the patient underwent an additional procedure for insertion of another device.